Manufacturer narrative:
The electrode belt and monitor were returned to the manufacturer and the evaluations are underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received 2 appropriate treatments from the lifevest. Per the patient's continuous ECG recordings, prior to the first treatment delivery, from 00:59:10 to 01:03:00, vt from 100-140 bpm was seen intermittently. Heart rate below the threshold for treatment, CPR/motion artifact, and electrode lead fall off prevented the lifevest from treating the patient during this time. At 01:18:23, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with motion artifact, and the post-shock rhythm was also vf with motion artifact. At 01:21:56, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was fine vf with motion artifact, the post-shock rhythm was vt at 100 bpm with CPR and motion artifact. At 01:23:05, the electrode belt was disconnected while the patient's rhythm was sinus tachycardia at 130 bpm. There is no indication that a device malfunction caused or contributed to the patient's passing.